Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
It was reported as the prelude was being removed from the cobra catheter, the sheath split. No patient injury.